Event description:
It was reported that a spectrum infusion pump had alarmed upstream occlusion continuously during infusion when there was no occlusion during delivery in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. During functional testing, the reported problem "alarmed upstream occlusion continuously during infusion when there's no occlusion" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was out of specification ultrasonic sensor readings. The upstream sensor requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.